Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that about a day and a half ago they noticed they were in a lot of pain because they could not empty their urine. The patient mentioned that they had been really sick and sleeping almost 24 hours a day, so they weren't drinking much water (they usually drink 4 bottles of water a day). The patient also mentioned that their stomach was really bothering them, and that they would be calling their hcp to get antibiotics. The patient was unable to connect to the ins because the communicator battery was dead. The patient confirmed that the communicator began charging during the call. The patient will continue letting the communicator charge and will call back if they require further assistance. An email was sent to the repair department to request a power adapter (the patient only had one power adapter and indicated that they lost the other one).

Event description:
Additional information was received from the patient. They reported that they experienced urinary retention prior to the device, and stated that their retention had worsened (more infrequency) as a result of the device/therapy. The patient stated catheterization was not their 'standard of care' prior to the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Imf code added: f07. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.